Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system pendant displayed system booting please wait. The site re-booted the imaging system six times, then successfully moved into 2d mode. When going to 3d mode, an error message occurred: error loading calibration files. At this time, navigation and imaging were discontinued and the procedure was re-scheduled.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. In trouble-shooting, the medtronic representative conducted gain calibration and re-started the imaging system, triggering an error message: windows could not start because the following file is missing. The back-up image acquisition system (ias), that the representative brought in, was showing a sign of initial failure. The original ias was brought back in, software was reinstalled, back-up imagers folder and configuration file were loaded on the d-drive and ultimately recovered. -return requested. Replacement o-arm comp service kit shipped to site. No parts have been received by manufacturer for analysis. On 05/18/2015 a medtronic representative, following-up at the site, reported ias computer replacement. On 05/23/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 06/11/2015 a medtronic representative, following-up at the site, reported the site is using the original ias computer. System working normally. Issue resolved.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database. It was also reported that the site is using the original ias computer and it is functioning properly.

Manufacturer narrative:
Additional investigation into software anomaly the was completed by a cross-functional team and found: the reported issue happens on the image acquisition system (ias) due to the corrupted database or corrupted configuration file. The log files indicate that the database became corrupted due to loss of power during both startup and shutdown. On the ias computer there is a database that contains the command sequences for the o-arm. This database is created from xml files at application startup. The application then queries this database during operation to perform tasks such as gantry movements and 3d acquisitions. As part of a proper shutdown, the application will delete the database on the ias computer. However, when the application does not shutdown properly due to a power loss, the database is not deleted. On the next startup, the system tries to create the command sequence database but cannot because it already exists. This causes the ias startup to fail. The root cause of the ias not starting properly is the presence of the command sequence database from the previous instance of the application. The database exists because the system lost power before the application properly shutdown.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿